Event description:
During intraocular lens (iol) implant surgery, an iol was damaged in the cartridge of the iol delivery system. When the iol was inserted into the eye, it was in two separate pieces. As the surgeon was removing the broken iol, the posterior capsule was ruptured. The incision was enlarged to accommodate removal of the two iol pieces. Additional info has been requested.